Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an overdose. Per reporter "during an initial refill with previous pump a nurse gave too much medication." The drug infused was not known. The current pump was working as expected.